Manufacturer narrative:
The malfunction was duplicated and the smart pneumatic module was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.